Manufacturer narrative:
Meter (B)(6)has been returned and investigated. Visual inspection has been performed on the returned meter and no contamination or damage was observed. The meter turned on with button depression and insertion of retained strips. The meter did not display an error message and the display advanced to the apply sample screen. Control solution testing was performed, and all results were satisfactory. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test their blood glucose due to an error 4 message displayed on the adc blood glucose meter. The customer experienced symptoms of tiredness, slight dizziness, headaches, a loss of consciousness, and seizure. The customer further reported the symptoms were ¿not severe enough for referral¿ and there was no report of third-party intervention and no further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test their blood glucose due to an error 4 message displayed on the adc blood glucose meter. The customer experienced symptoms of tiredness, slight dizziness, headaches, a loss of consciousness, and seizure. The customer further reported the symptoms were ¿not severe enough for referral¿ and there was no report of third-party intervention and no further information provided. There was no report of death or permanent impairment associated with this event.